Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4). It was visually inspected and the thickness of the base was measured. Results: visual inspection revealed that the chamber was cracked along the base of the chamber dome. Measurement of the chamber base thickness revealed that it was within specification. A lot check revealed one other complaint related to cracked chamber dome for lot number 141022. Conclusion: we were unable to determine what had caused the cracking. The most common causes of cracking in mr290 chambers are environmental stress cracking caused by the use of harsh cleaning chemicals, or stresses induced by use of high frequency ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that one mr290v humidification chamber was found to be leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that one mr290v humidification chamber was found to be leaking. No patient consequence was reported.